Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Femoral cut down with thrombectomy. Possible stent placement report from customer: "catheter went through groin for access to the thrombus. Tip of balloon broke off when moving the catheter. Balloon tip broke off inside of the patient. The balloon is not on the device. They were not able to retrieve it." Type of intervention: "did not open a second unit." Patient status: "patient is in recovery."

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A visual inspection was performed using a photo was provided by the complainant. Based on the image provided, engineering observed that the tip (balloon, proximal and distal windings) had separated from the catheter. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Additional information rcvd august 4th: they were trying to remove a clot & when they pulled back, the balloon was no long on the distal end of the catheter. Balloon sheared off (ended up looking like an irrigation catheter). They ended up opening the same catalog # (a4405) to successfully complete the procedure. The balloon tip is still inside the patient & the hospital staff cannot see anything under fluoroscopy. The patient has not come back into the operating room (or) (to (B)(6) knowledge). Risk management has strict orders to quarantine the device used in the event until further notice. Cole will follow up with rm to see if he can send the product back & if the patient has come back into the or for any follow ups.